Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display was dim and discolored, but still could be read. Unrelated to the original complaint, there was a crack in the battery compartment. The returned battery cap was able to fully tighten to the pump and was used to complete all testing. Also unrelated, the audio bolus button cover was detached and missing from the pump. The keypad was fully intact. All of the buttons had an intermittent responsive. Contamination was found under all of the button contacts when the keypad cover was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.